Event description:
It was reported that a peritoneal dialysis (pd) patient has had catheter repair surgery. The patient has not had adverse effects from the use of any fresenius device, or product. (B)(4), (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).